Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a craniotomy surgical procedure, the drill bit broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during a craniotomy surgical procedure, the drill bit broke. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6; the reported drill involved with this event was returned for evaluation and the reported failure of breakage was confirmed. The drill was evaluated by product engineering who concluded that the due to the high stress concentration location on the drill, discoloration and slight surface scratches on the drill head; the most likely cause of failure is that the drill encountered excessive force causing it to break at the shoulder transition location between the major shank and minor shank. This drill bit breakage is as a result of excessive force. The attachments for use with this drill instruction for use(IFU) contain the following warning; "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory. "